Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The device delivered the drug in 70 hours instead of the expected 48 hours. The device was filled with 42ml of fluorouracil and 250ml of sodium chloride. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from (B)(6) 2015, the device was returned for evaluation. Visual inspection was performed and revealed no signs of physical abnormality that could have caused the reported condition. Functional flow rate testing was performed and flow rates were found within specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.